Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronics assembly. The unit had moisture damage on the motor, battery tube, vibrator, and keypad assembly. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer called in to report that he went swimming with the insulin pump on and now there is water underneath the display. The customer's blood glucose level was 115 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.